Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018 explanted: (B)(6) 2019. Product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #:(B)(4), ubd: 05-jul-2022, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 05-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an end of service (eos) message noted on a tablet. There was stated to be dissatisfaction with longevity of the device and there was also a sudden return of symptoms. It was stated they were unable to run therapy measurement with the tablet at eos. A longevity estimate using programmed settings showed "l) 5v, 125 hz, 90 usec 1330 ohms ((B)(6) 2019) low ((B)(6) 2019) r) 5v, 125 hz, 90 usec, 2060 ohms estimated 2.7 years eri 2.95 eos w/ 1330 ohms on left side estimated 4.92 months eri w/ 100 ohm load (low)." It was reviewed the ins battery will bounce back when high draw scenario is removed. The healthcare provider (hcp) reported seeing battery voltage at 2.92v and eos message. They were unable to turn on stimulation. There was reported to have been a fall "prior to (B)(6) 2019" while the patient was gardening. It was indicated the ins would need to be replaced and the lead/extension would need to be checked for a short circuit. It was stated the exact date of the event was unknown. The replacement was stated to be planned for friday. (B)(6) 2019 crts 3940747x2, mpxr 678775 (rep): manufacturing representative (rep) inquired how deep the ins could be implanted. They referenced the mpxr they submitted that same day, which reported a "left extension wire revision with left ipg exchange and reposition to left abdomen" bilateral gpi and left pc was planned due to the left extension wires and ins (ipg) being "twisted and coiled," as well as a short circuit at "bipolar 3 <(>&<)> 2; and bipolar 11 <(>&<)> 8." It was stated by the rep that "due to the short it triggered an eos error which basically shut down the generator. No way to program around it, has to have a new ipg. Per medtronic team, based on above settings and a normal/basic impedance level the battery should have lasted her 2-2.5 years. New ipg will go in the left abdomen, given multiple past revisions for twisted wires." Both extensions and ins replaced.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension. The ins and two extensions went through series of tests. The ins passed all tests but was near normal battery depletion. The two extensions were both found to have outer insulation's twisted. If information is provided in the future, a supplemental report will be issued.